Event description:
It was reported that the autopulse stopped during clinical use when using battery s/n (B)(4).

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The archive data analysis showed customer not following proper battery management procedures of daily system checks and battery swap. It also showed that this battery was used repeatedly on the incident date which was not fresh out from the charger therefore it had low voltage. After a fully charged and test cycle, this battery passed the power output testing. No adverse event was reported.